Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 17589989/17736343.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.